Manufacturer narrative:
Other, other text: b5: additional information received and attached from customer via email dated 20-sep-2021: the event occurred during bench test. There was no patient involvement. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. Could not repeat customer stated problem during testing, the software was reloaded as a part of the pm procedure for error codes 41100 present multiple times in the event history log. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical cadd-solis vip pump gave an error code 41100 when powered on and idle for approx. 10-15min.